Event description:
It was reported by service report that the fowler is bent on the left side and the siderail is bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result (B)(4) fowler, (B)(4) siderail.